Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device displayed a remaining longevity of 1.5 years and 3 months later, a message was displayed that explant indicator reached. A boston scientific technical services consultant reviewed the remote monitoring data and identified the counters indicated a notable increase in the percentage of right ventricular (rv) pacing. The consultant stated the increase would influence power consumption which appeared slightly higher than at nominals. The recommended replacement interval is 60 days. No adverse patient effects were reported.

Event description:
It was reported that this device displayed a remaining longevity of 1.5 years and 3 months later, a message was displayed that explant indicator reached. A boston scientific technical services consultant reviewed the remote monitoring data and identified the counters indicated a notable increase in the percentage of right ventricular (rv) pacing. The consultant stated the increase would influence power consumption which appeared slightly higher than at nominals. The recommended replacement interval is 60 days. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected, but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was not included in the advisory population.

Manufacturer narrative:
This device is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this device displayed a remaining longevity of 1.5 years and 3 months later, a message was displayed that explant indicator reached. A boston scientific technical services consultant reviewed the remote monitoring data and identified the counters indicated a notable increase in the percentage of right ventricular (rv) pacing. The consultant stated the increase would influence power consumption which appeared slightly higher than at nominals. The recommended replacement interval is 60 days. No adverse patient effects were reported. It was reported that this device was subsequently explanted and returned for evaluation. No additional adverse patient effects were reported.